Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.037.017, lot # l731423, manufacturing site: bettlach, release to warehouse date: april 17, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the guide sleeve (part #: 03.037.017, lot #: l731423) was returned and received at us customer quality (cq). Upon visual inspection, the received guide sleeve was observed with scratches, deformed threads. No other issues were identified. Device failure/defect identified? Yes. Functional test: a functional assessment was performed on the complaint device and the returned mating device. The two devices were able to assemble and disassemble smoothly. The complaint was not able to be replicated. Dimensional inspection: internal diameter of the blade/screw guide sleeve (p/n: 03.037.017): within the acceptable limits . The dimensional inspection for external threads was not performed due to post-manufacturing damage. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: blade/screw guide sleeve. Complaint confirmed? No. Investigation conclusion the complaint condition is not confirmed since there was no functional issue with the complaint devices. However, the threads for the guide sleeve (p/n: 03.037.017, lot #: l731423) were damaged. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the threads. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the guide sleeve (part #: 03.037.017, lot #: l731423) was returned and received at us cq. Upon visual inspection, the received guide sleeve was observed with scratches, deformed threads. No other issues were identified. The complaint condition is confirmed. The threads for the guide sleeve (p/n: 03.037.017, lot #: l731423) were damaged, which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the threads. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part # 03.037.017. Lot # l731423. Manufacturing site: bettlach. Release to warehouse date: 17. April 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch: null.. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown guides/sleeves/aiming/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the compression support nut was stuck in the unknown guide sleeve which made it impossible to compress the system. There was a surgical delay of fifteen (15) minutes. The procedure was successfully completed. There was no patient consequence. This report is for one (1) unk - guides/sleeves/aiming. This is report 1 of 2 for (B)(4).